Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a severely tortuous and severely calcified lesion in the mid left circumflex artery. The device was inspected with no issues noted and negative prep was performed without issue. The lesion was pre-dilated using a 2.0x15mm non-medtronic balloon on a non-medtronic guide wire. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device and excessive force was used. It was reported that the stent failed to cross the lesion and upon removal it was noted to be deformed. The procedure was completed using another resolute onyx stent. The patient was reported to be alive without injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.